Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient experienced blurred vision prior to the lens exchange.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient experienced unknown issue . The lens was exchanged for a different lens approximately two months after initial implantation. Additional information was requested.